Event description:
The home patient's (hp) nurse (rn) reported via email to the corporate mailbox that the hp's transfer set was broken. The rn reported that the white twist clamp twists completely off. On (B)(6) 2010, product surveillance contacted the rn who stated the white twist clamp twists to the point of sliding over the transfer set tubing. The rn stated the reported problem was discovered by the hp during use. The rn confirmed there was no leak or crack reported. The rn stated she changed the hp's transfer set and noted that the transfer set contained fluid. The rn confirmed the transfer set was available for evaluation. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Baxter received one used transfer set with a cap on the dark blue connector attached and no cap on the patient connector in reference to cracked/broken. The transfer set was visually inspected and noted that both of the occluder feet were broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. This complaint was confirmed in the lab for broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The two most likely causes are (1) the patient overtorquing the twist sleeve in the opening direction and (2) the use of various chemicals to clean the transfer set. In this case, the plant evaluation cited cited no visible signs of overtorquing, but stress cracking is possible. Accordingly the root cause of this problem is unknown. Stress cracking can render sets suceptible to breakage even without clear visual evidence, as determined in the (B)(6) 2009 baxter analytical laboratory study (B)(4)., 'analysis of broken occluder feet on miniset'. Though use of reagents which cause stress cracking is not reported to have occurred in this case, failure morphology is consistent with this mechanism. A batch review for the manufacturing lot number showed no related production problems. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.